Event description:
Reported due to difficult removal. The physician successfully closed an arteriotomy site with a perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was performed to confirm the arteriotomy site in the common femoral artery. The physician denied feeling any resistance while inserting the device. Mark was achieved, the foot was deployed and the needles were deployed without difficulty. Following deployment of the needles the user was unable to move the lever to park the foot. Although surgical back up was available the user was able to remove the device with "minimal injury" to the vessel. Hemostasis was achieved with a second perclose a-t device.